Event description:
The following information was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer with supplemental information by a nurse and a physician from (B)(6) of peritonitis in a patient coincident with dianeal and extraneal therapies. On (B)(6) 2012, the patient called to baxter (B)(4) technical service center and the following was reported. On an unreported date, the patient experienced peritonitis manifested by peritoneal cloudy effluent. The infection route for the causative microorganism, specified as pseudomonas aeruginosa, was suspected to be due to a hospital infection. Actual cause of peritonitis was not reported. The patient was treated with an antibiotic (unspecified) and peritoneal lavage. The patient was recovering. The event of peritonitis was unrelated to baxter products.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. This complaint for peritonitis -no malfunction or use error is not confirmed because the disposable set was not returned to baxter and the lot number was unknown. No device malfunction or use error was identified. An assignable cause could not be determined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.